Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed did not notice any external damage. Customer's reported issue was duplicated during start-up. The root cause of the reported issue was determined to have been caused by the pump had a blue token supercap. Actions taken to mitigate the reported issue: replaced main board.

Event description:
It was reported that biomed alarm event occurred. No patient injury reported.